Event description:
On 1/sep/2022, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius technical services this peritoneal dialysis patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired while connected to a hospital cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the hospital pdrn, it was reported this patient expired on (B)(6) 2022 due to a cardiac arrest while connected to a hospital provided liberty select cycler. The patient was initially admitted for urinary retention (date of admission unknown) and was able to undergo ccpd therapy on a hospital provided liberty select cycler for the duration of the admission without incident. The patient was admitted to a general medical floor and was connected to the cycler on the evening of (B)(6) 2022. The patient expired during the night due to a cardiac arrest attributed to a history of cardiac disease. The patient had a ¿do-not-resuscitate¿ order and no attempts of resuscitation were conducted by hospital staff. The patient¿s hospital physician confirmed the patient¿s death due to a cardiac arrest was unrelated to pd therapy. Additionally, it was confirmed the patient¿s hospitalization, cardiac arrest and subsequent death were not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing a hospital provided liberty select cycler and the patient¿s cardiac arrest leading to his death. The root cause of this patient¿s cardiac arrest and death can be attributed to a significant history of cardiac disease as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiovascular disease. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.

Event description:
On (B)(6) 2022, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius technical services this peritoneal dialysis patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired while connected to a hospital cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the hospital pdrn, it was reported this patient expired on (B)(6) 2022 due to a cardiac arrest while connected to a hospital provided liberty select cycler. The patient was initially admitted for urinary retention (date of admission unknown) and was able to undergo ccpd therapy on a hospital provided liberty select cycler for the duration of the admission without incident. The patient was admitted to a general medical floor and was connected to the cycler on the evening of (B)(6) 2022. The patient expired during the night due to a cardiac arrest attributed to a history of cardiac disease. The patient had a ¿do-not-resuscitate¿ order and no attempts of resuscitation were conducted by hospital staff. The patient¿s hospital physician confirmed the patient¿s death due to a cardiac arrest was unrelated to pd therapy. Additionally, it was confirmed the patient¿s hospitalization, cardiac arrest and subsequent death were not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.